Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone reported that their oral-b brush head kept falling off while they were brushing. No injury was reported.